Event description:
It was reported that the motor device was shutting off. During in-house engineering evaluation it was observed that the device was overheating and making an unusual noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating and making unusual noise. It was determined that the overheating would cause the device to shut down. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that the driveshaft was broken. The assignable root cause was determined to be due to wear from excessive force normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.